Manufacturer narrative:
Investigation summary: customer returned (6) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 0069635. Customer states that the unit 0 marking was missing on the scale. All returned syringes were examined and one sample exhibited a missing 0 unit marking. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch # 0069635 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200881582] noted that did not pertain to the complaint. There was one (1) notification [200881523] noted for missing zero lines caused by damaged tips. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure 08mar2021, holdrege received a photo complaint from material #326638 and lot #0069635; syringe 0.3ml 30g 8mm. Initial evaluation: examination of the photo indicates missing print from the 20 unit scale line to the 30 unit scale. Manufacturing evaluation: a review of the printer line where the syringe in question was produced was completed. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0069635 was reviewed. The syringes were printed at the printer operation from 30apr2020 to 01may2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every 30 minutes: one or more scale lines missing. ½ of the scale line must be visible. Visual inspection every 30 minutes: density of print; too light, too dark, shadow print; discolored print. Visual inspection every 30 minutes: cosmetic condition such as mis formed/broken scale lines, numbers, or letters. Functional inspection once per shift: scale marking ink permanency test. If a defect is found during an inspection a quality notification is initiated. One (1) quality notifications #200881523 was written on 01may2020 for issues relating to the printer syringe defect. Root cause: timing was off causing damaged barrel tips and missing print. Corrective action: the affected product was identified and destroyed. The timing was adjusted on the printer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringes "unit 0" scale marking was missing. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about missing scale marking of a syringe. According to the customer's report, the unit 0 marking was missing on the scale."